Event description:
While unpacking the accunet the doctor noticed that the tip was bent. The device was not used and is being returned. There was no reported injury and no additional information available. This is being filed as a malfunction based on the returned product evaluation that revealed that the guide wire shaping ribbon was separated.